Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided. D10. Concomitant medical products. Tac2, abut tapered one-piece scr-v 3.5mm 2mm lot 2019100511. G4: premarket identification k013227.

Event description:
It was reported that abutments screw was fractured. Tooth location # 45 and 47.